Manufacturer narrative:
The device was not returned; therefore a physical investigation could not be performed. The review of the lhr (lot f1421201) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following information was reported: check the device integrity on the back table. Went to patient. Inserted device, pulled back, tube fell out, balloon deflated and pulled through the arteriotomy. Manual compression was held for 12 minutes. The patient was not hospitalized. Stick location: right groin. Vessel size: 7mm. Procedure type: coronary diagnostic.